Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58 lead, implanted (B)(6) 1995. A 4504m53 lead, implanted (B)(6) 1990. (B)(4).

Event description:
It was reported that the patient received a "jolt" from the remote monitor wand while doing a telemetry reading. Follow up with the patient's clinic found that there were no patient complications or intervention performed as a result of the event. The monitor is not being returned at this time. No patient complications have been reported as a result of this event.